Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set experienced a connection issue which resulted in a blood leak. It was further reported that the bottom section of the intravenous (IV) tubing (luer) was still inserted into the clave but the IV tubing above this point became disconnected at the lowest entry port. The set was used with a one-link needle-free IV connector. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.